Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.